Event description:
Patient's daughter reported the patient used the over-the-counter denture cleanser product to clean his sleep apnea device. She stated he had a severe allergic reaction which resulted in him spending 3 days in the hospital. She indicated he found out he was allergic to the potassium persulfate ingredient in the product. She mentioned he does not have a sulfa allergy and that he followed the directions on the box. This product does contain a persulfate allergy warning on the box.